Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation that was unable to be converted with shock therapy. The physician decided to adapt a second lead to the chronic right ventricular lead. Shock therapy was then successful during the defibrillation threshold testing. There were no patient consequences.